Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device had a cracked screen, and a replacement unit was provided. Symptoms included no reported adverse health effects. Outcomes included no change in clinical status and no need for medical intervention. Investigation included intake assessment, troubleshooting with the user, and logistical processing for device replacement. Investigation of this device revealed physical damage to the display assembly consistent with screen breakage and not indicative of a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage.